Event description:
It was reported that the patient underwent revision of the pump as it was initially implanted in the buttock area. The device was moved to the back. The surgery took six hours per the report. The patient was hospitalized for eight days. The patient was discharged on oral pain medication including dilaudid. The patient has a walker and was unable to walk upstairs due to the pain per the reporter. The patient also experienced numbness on the right side and the back was swollen. The patient planned to follow-up with the internist. Additional information has been requested from the hcp, but was not available as of the date of this report.